Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2006, the patient underwent posterior spinal instrumentation t3 to sacrum, pedicle subtraction osteotomy l3 and l4, posterior spinal fusion from t3 to the sacrum, laminectomy l3, l4 and l5, and facetectomy l3-l4 and l4/ l5. Reportedly, the patient was implanted with rhbmp-2/acs in this surgery. Allegedly, "after the surgery, the patient developed a hump in back." Post-operatively the patient underwent revision surgery on (B)(6) 2006.